Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture-retrieval issue] occurred with the first device. The suture of an additional prostyle device was successfully pre-placed. A cuff miss [suture retrieval issue] also occurred with the third prostyle device. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was initially achieved with the pre-placed prostyle suture. After that, an echocardiogram was performed and a dissection was observed at the proximal end of access site. A surgical cutdown was performed and a separated foot was identified in the vessel. The foot was removed and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.